Event description:
Information was received that reported a patient was hospitalized on (B)(6) 2010 due incidence of hypoglycemia. Per the patient he was out with friends when he "passed out". He was brought to the hospital via ambulance. He was admitted due to hypoglycemia and treated with glucose and IV fluids. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.